Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delfation.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported a left side deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d6b, h6

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the right side.